Manufacturer narrative:
Batch records for lots and retention samples examined. No anomalies were noted. Microscopic and photographic evaluation of the returned device indicated manipulation of the shaft. The manipulation contributed to the reported event. This claim is from 20 million applicators manufactured over 2 years.

Event description:
During collection of a nasopharyngeal sample for the binaxnow influenza a&b test kit, the plastic shaft of the collection swab provided in the kit broke where the foam and shaft meet. The plastic shaft and foam were lodged in the pt's nasal passage. The pt was referred to an ear, nose and throat (ent) specialist for removal of the swab tip. Per the user site, the available swabs are lots 2360 and 2378. (B)(4).